Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as damage of parts due to wear, deterioration, deformation, some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for leak. During the device analysis, the investigator indicates that a chipped adhesive on bending section cover was found. It was determined that the bending section cover needed to be replaced. There was no patient involvement.